Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. No device history review (DHR) lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a 30" (76 cm) appx 3.7 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿, bag hanger, drop-in chemolock¿ port the customer reported that before connection to the patient, the secondary set fell out of the unknown chemotherapy. There was no patient involvement, but there was contamination of the nursing field. There was a delay in therapy due to a need to remix the drug. This is to capture the first of two incidents.